Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device displayed a battery failed alarm message. There was no patient involvement.